Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot # 73g1400249 investigation did not show issues related to the complaint. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the clips could not be set correctly in the jaw and did not come out of the applier. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). One (1) applier of catalog number 543965 auto endo5 ml was received used, opened without original package, lot # 73g1400249 was confirmed with sample received. During visual inspection the spring jaw component is damaged (bent upturned), orange indicator was received released (loose); this condition indicate that all clips were fired (activated), no stuck clip in jaws, a couple of pictures were provided where it shows that the applier releases a broken clip. Failure mode clips could not be set correctly was confirmed with pictures provided; however the root cause for this issue is considered unknown. During the manufacture of the device, the tecate facility performs a 100% functional testing (2 clips per each applier) as part of final inspection and release. DHR documentation shows that this process was followed, so the device was functional at that time. Although the complaint defect was confirmed, a definitive root cause was not able to be determined. In addition an analysis of the complaint rate was conducted, which shows a decrease in the complaint rate for these devices. No corrective actions are required at this time. Root cause is unknown.

Event description:
Alleged event: the clips could not be set correctly in the jaw and did not come out of the applier. The patient's condition was reported as fine.